Manufacturer narrative:
Batch review performed on 13 november 2025. Lot 2560320: (B)(4) items manufactured and released on 07-may-2025. Expiration date: 2030-04-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Visual inspection: the screw is compliant, a sawbone test has been completed withouth issues. Root cause is not connected to the implant. Root cause: although no specific root cause can be confirmed, the issue experienced is likely related to the unique patient conditions and surgical application. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
When the surgeon tried to insert the pedicle screw (8mm x 40 mm) at right side of l5, the patient's pedicle broke. The patient's bones were osteosclerotic. Back-up used (8mm x 50mm).